Event description:
Consumer states that her home health nurse called her about a patients wheelchair that is not locking. Consumer states that the left side will not lock at all and the right side is starting to have issues.